Event description:
"During a surgical procedure, a piece of distal end of the cannula broke off and fell into the surgical field. The incision needed to be extended so that the piece could be manually retrieved. The procedure was completed".